Event description:
The complainant reported a patient noted as high-risk percutaneous coronary insertion was implanted with an impella cp device for mechanical circulatory support. While on support, following planned shockwave therapy, the optical signal of an implanted impella cp pump became corrupted and the ao placement monitoring was lost. The doctor felt uncomfortable with continuing support without placement signal monitoring. A slow wean of the impella was performed and eventually the team were comfortable with the patient¿s improved hemodynamics to proceeded with the explant of the impella. It was reported that the patient survived explant.

Manufacturer narrative:
The investigation for the reported optical signal issue has been completed. The impella device was discarded by the customer and therefore, an evaluation of the device was not possible nor was clinical information provided sufficient to determine the root cause. Therefore, the root cause of the reported issue could not be determined.